Manufacturer narrative:
This report is being supplemented to correct h6 - health effect - impact code.

Manufacturer narrative:
The customer has been performing the reprocessing for 25 years and uses the contact time with the enzymatic and/or sanitizing agent that the manufacturer recommends. Based on the results of the investigation, the relationship between the device and the reported chills, fever, and bacteremia could not be specified and the root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Olympus received further information that 3 patients were affected with fever/malaise. According to the customer, it wasn't infection, it was a bacteremia, where patients had chills and fever. All patients used dipyrone (i.e. Metamizole, analgesic/antipyretic drug) and the problem was solved. Bacteremia occurred after the endoscopic mucosectomy procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user after reprocessing, but the results were not shared with olympus. In conversation with the field service engineer, who attends the facility, it was verified that reprocessing method was improper. There was no time of contact with enzymatic and the cleaning valve was not used. At a later date, the facility reported using the contact time with the enzymatic and/or sanitizing agent that the manufacturer recommends. The device was not returned for microbiological or physical inspection. The user understanding may have been different from what olympus recommends in reprocessing steps and/or handling of the subject device, particularly use of a cleaning valve. A definitive root cause for this event cannot be identified. The instructions for use warn against improper reprocessing with the description that "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer that an unknown amount of patients exbited with fever and chills after undergoing an endoscopy exam. Although no patient infections were reported or confirmed, scopes had tested positive for unspecified microbial contamination. It is unknown if the scopes were used for a procedure after testing positive. This medical device report (MDR) is being submitted to capture the reportable malfunction of microbial contamination on the device. Related patient identifiers this event requires six (6) medwatches to reflect the unknown number of patients associated with the microbial contamination of the devices (three patients per affected scope). (B)(6) addresses gif-h170 (gastrointestinal videoscope) serial number (B)(6) ¿ patient one (B)(6) addresses gif-h170 (gastrointestinal videoscope) serial number (B)(6) ¿ patient two (B)(6) addresses gif-h170 (gastrointestinal videoscope) serial number (B)(6) ¿ patient three (B)(6) addresses gif-q180 (evis exera ii gastrointestinal videoscope) serial number (B)(6) ¿ patient one (B)(6) addresses gif-q180 (evis exera ii gastrointestinal videoscope) serial number (B)(6) ¿ patient two (B)(6)addresses gif-q180 (evis exera ii gastrointestinal videoscope) serial number (B)(6) ¿ patient three.

Manufacturer narrative:
E1 ¿ zipcode (B)(6). It was reported that the scopes are not expected to be returned to olympus for evaluation and analysis. The customer provided the cleaning, disinfection and sterilization (cds) processes performed onsite at the user facility. According to the customer, all precleaning and disinfection was performed step by step and was done correctly. The device underwent eto sterilization. The scopes were last reprocessed the day before the exam. Precleaning was performed immediately at the end of the exam. Water was aspirated through the instrument/suction channel with a suction pump. There were no abnormalities with the reprocessing accessories. Manual cleaning was performed after precleaning. The leak test was performed on the automated processing machine and detergent enzymatic indazyme 6 st renylab was used. Any area of the scope that can be brushed is brushed and those areas that it is not possible to brush are injected with enzyme solution, water, and are then dried. The user facility underwent a reprocessing in-service a couple of months ago which had been conducted by olympus. There have been no changes in the facilities reprocessing personnel since the last reprocessing in-service. It was reported that one of the technicians did not continue with the training. The scopes are stored in their own air-conditioned cabinet, in an upright position with the connectors facing up. Its unknown if all the channels were connected to tubes when connected to the automated processing machine. The field service engineer (fse) verified that in the clinic, there was no contact with the enzymatic, the cleaning valve was not used; this in the equipment's in which they already had. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.